Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant the patient's left ventricular lead had an high out of range impedance. All other values were within normal range. The left was turned off on (B)(6) 2019 and would remain inactive. The patient was stable post-procedure.